Event description:
It was reported that although there was no heavy calcification in the vessel, resistance was felt during insertion of the guide wire. After retraction, the guide wire came out of the pt with the coils separated, but still attached to the wire. A second attempt with a new guide wire gave no problem and the guide wire could be positioned without any resistance.